Manufacturer narrative:
RMA was issued to replace computer. Hardware investigation found that the issue was related to a malfunctioning video graphics card on the computer. Medtronic rep successfully installed the replacement computer. Freezing issues have not reoccurred and system is running normally.

Event description:
A medtronic ent representative reported that while in an ent procedure, they have been having issues with the landmarx software freezing at the registration screen. They had already had to hard-boot down the system twice after it froze before registration (using tracer). They were then able to get a passing registration and the case proceeded as planned. There was no impact on patient outcome.